Event description:
It was reported to baxter (B)(4) that an infusor lv10 was leaking before use. The device was filled with a solution of 13.5 grams tazocin 230 milliliters normal saline when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.